Manufacturer narrative:
.

Event description:
The pt was having discomfort and tenderness at the pocket site. The implantable neurostimulator (ins) was moved from the pt's hip to the abdomen. The ins kept moving so surgeon did a revision in 2008, (see manufacturer's report number 3004209178200900594).